Event description:
Caller states that he tested at 145 mg/dl and ate his normal breakfast. He states that before lunch he tested at 271 g/dl, retested at hi and tested at 122 mg/dl. No treatment was received. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.